Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump shutdown unexpectedly. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Reportedly, the pump was reset to resolve the reported issue. Reportedly, the customer will continue to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.